Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device alarmed "air-in-line!". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. The cause of the condition was determined to be the ultrasonic sensor out of specification and could not be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed "air-in-line!". No additional information is available.